Event description:
It was reported that power-on-reset (por) condition was seen on the implantable neurostimulator (ins) when interrogated with the clinician programmer unit. It was noted that the reporter was getting ready for implant and that the ins battery was full. The reporter was able to clear the por message and they now observed the lead configuration screen. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).